Event description:
It was reported that the patient was unable to activate an inflatable penile prosthesis (ipp) as the pump would stay flat when depressed. Troubleshooting steps were given by the physician but the patient was still unable to use the device. The physician decided to replace the defective pump. There were no patient complications related to the device.